Event description:
It was reported that the insulin pump turned off and alarmed low battery. Customer stated that the battery did not last more than a week. Customer's blood glucose reading at the time of the call was 20.0 mmol/l and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected anomaly noted. The insulin pump was monitored for 2 days and no low battery alert alarm noted. The insulin pump was received with minor scratches to lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.